Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering insulin. Customer was alleging under delivery because their blood glucose level was still high. Customer stated something was wrong with the insulin pump. It was not like giving right blood glucose. Customer experienced high blood glucose level of 320 mg/dl. Customer treated high blood glucose with manual injection. Customer reported that the insulin vial was exposed to extreme temperature. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.